Manufacturer narrative:
Concomitant products: product ID 8590-1, lot # n281658, implanted: (B)(6) 2011, product type accessory; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (300 pg/ml at 167.98 pg/day), clonidine (1200 pg/ml at 671.9 pg/day) and bupivacaine (20 mg/ml at 11.199 mg/day) via an implanted pump. The indication for use was failed back surgery syndrome. On (B)(6) 2015, it was reported that the patient's pump had been alarming since thursday, (B)(6) 2015. The patient described hearing the critical alarm every 10 minutes. The pump was supposed to be refilled on (B)(6) 2015, but the refill was missed because the physician was in jail. The patient went through withdrawal and lost 24 pounds. She went to the hospital, but was sent home. She thought she was going to die from the withdrawal; she was seeing her primary physician when she was going through the withdrawal as ¿no one wanted to touch her and was on her own.¿ she wanted the pump explanted. The resolution of the event was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.